Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/13/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw due to normal clinical use. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties. The jaws were aligned, with no physical or visual defects observed. The mechanical evaluation was conducted three times with the same result. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed. The lot #3000288363 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The harvester had trouble activating the device. The toggle was too tight and it was a struggle to activate the device. The customer opened a new device to complete the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.